Manufacturer narrative:
One impl tapered scr-v ha 4.7 mm 4.5mm 11.5mm (tsvwh11) system was returned for investigation with its bundled mount and cover screw. A visual inspection of the as returned product system identified a fractured hex of the mount, as well as signs of use and dried bone on the implant. The cover screw and implant had no apparent malfunction while the mount had a fractured hex piece on the threads of the screw. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. The alleged malfunction of mount fracture was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: device expiration . D4: (B)(4). D10: device availability. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510k number: k013227. Device not returned.

Event description:
It was reported that the fixture mount fractured. The mount is bundled with implant tsvwh11. The procedure was completed with another implant. Tooth location 30.